Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with "continuously beeps when you turn it on" was confirmed and duplicated during product evaluation by a baxter service technician. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump that "continuously beeps when you turn it on". This condition had the potential to interrupt delivery. The reported condition occurred "upon power up"; in an unknown department. There was no report of patient involvement, injury or medical intervention necessary. This is involving a remediated pump with software version 5.09.90. No additional information is available.